Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified tibial artery. During preparation, a 3.0 x 40 armada 18 balloon catheter was not able to hold vacuum, not allowing the balloon to inflate and deflate fully. A decision was made to use the balloon in the anatomy. The balloon was not able to inflate above 2 atmospheres and a syringe was needed to deflate it. The procedure was successfully completed with an unspecified device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Visual and functional inspections were performed on the returned device. The inflation issue and hub leak were confirmed. The deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest that the issue is lot specific. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to monitor the performance of these devices.